Event description:
It was reported that the patient's device was programmed off in (B)(6) 2013 due to the patient's seizures being worse and because the patient was still having seizures. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.

Event description:
The patient was still having seizures despite the vns being disabled so the patient¿s settings were turned back on. The patient began to pick at the generator site when it would go off, so it was decided to again disable the device in (B)(6) 2013. The physician reported that the patient was not having an increase in seizures nor was she having more seizures than compared to the rate prior to vns implant. The device remains off. There were no causal or contributory programming changes, medication changes, or other external factors that preceded the onset of the seizures.

Event description:
On 07/16/2015 clinic notes were received which indicate that the patient has been referred for prophylactic generator replacement. The clinic notes mention that the patient's vns had to be disabled because she keeps "king" it.